Event description:
It was reported while using the bd phoenix¿ nid, a patient isolate was misidentified as leminorella grimontii. The user performed biochemical testing and sent the isolate out for reference laboratory testing and received a final result of e. Coli. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 15-apr-2024. H.6. Investigation summary: this complaint is for misidentification of escherichia coli as leminorella grimontii when using phoenix panel nid (catalog number 448007) batch number 3321866. The customer provided phoenix generated lab reports, panels and isolates for the investigation. To investigate, two customer returned panels from the complaint batch were tested using customer returned isolates e. Coli on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch was tested using customer returned isolate e. Coli on a phoenix m50 machine and evaluated for identification results. None of the three panels tested misidentified their inoculated isolate, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid, a patient isolate was misidentified as leminorella grimontii. The user performed biochemical testing and sent the isolate out for reference laboratory testing and received a final result of e. Coli. No health impact or consequence reported.